Event description:
It was reported that during insertion of the screw into the femoral tunnel, the tip of the driver broke off; it was retained in the screw, inside the patient. The tip was not retrieved. Patient's demographics (age at time of event, date of birth, gender, weight) were requested, but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment.

Manufacturer narrative:
The device was requested/is expected for evaluation, but has not yet been received. The cause of the event could not be determined from the information available and without device evaluation. Device history record revealed nothing relevant to this event. Based on the information provided, the most likely cause of this type of event is flexing the joint during insertion of the implant with the driver engaged or prying/leveraging the driver while the implant is still loaded. This is the first complaint of this type for this part/lot combination. The potential causes of this event are being communicated to the event reporter. If the device is returned and additional relevant information is obtained, a follow-up report will be submitted.